Event description:
A malfunction alarm code malf 1 was reported by the customer, indicating a problem with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, the customer opted to use multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged for a replacement pump with updated software to be sent to the customer. They provided instructions on how to return the faulty pump, set it into storage mode, and on steps to take upon receiving the new pump.